Event description:
On 11/16: (B)(4) distributor reports via e-mail, when customer opened a packaged syringe, they noted a foreign object within the syringe barrel. No reported injury.

Manufacturer narrative:
Pending receipt of product for investigation. Upon receipt of product, a manufacturing investigation will be completed. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.